Manufacturer narrative:
Block h6: imdrf code a1702 captures the reportable event of anchor exchange failure to retrieve anchor. Investigation summary: the overstitch ess system anchor exchange was returned; however, the overstitch ess was not returned for evaluation. With all available information, boston scientific concludes that the most probable cause assigned is cause not established. The overstitch ess was not returned, and a functional inspection could not be performed. The presence of this device is required to the investigation because the event reported is directly related to the functionality between the anchor exchange and the overstitch ess working together. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event due to lack of evidence. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) procedure performed on (B)(6) 2025. During the procedure, the anchor exchange catheter would not release the anchor to the needle body and or drop. Ended up sending down a biospy grasper, pressed the blue button and the anchor released and then cinched. No patient complications were reported as a result of this event. Procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf code a1702 captures the reportable event of anchor exchange failure to retrieve anchor.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) procedure performed on (B)(6) 2025. During the procedure, the anchor exchange catheter would not release the anchor to the needle body and/or drop. Ended up sending down a biospy grasper, pressed the blue button and the anchor released and then cinched. No patient complications were reported as a result of this event. Procedure was completed with another of the same device.